Event description:
It was reported that the 9800 system would not save the cine run during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive and cine system were replaced. The hard drive and backplane were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.